Event description:
It was reported that the customer received a no delivery alarm on the insulin pump, as the piston was moving toward the reservoir, after rewinding and putting the reservoir in the pump. The customer declined assistance. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.